Manufacturer narrative:
E1 - initial reporter address 1: (B)(6) device evaluated by MFR: promus select ous mr 32 x 3.50mm was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified shaft break at 23.5cm distal to the distal end of the strain relief with multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 32 x 3.50 promus premier select drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed intact, and the procedure was completed with another stent. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a hypotube shaft break.